Manufacturer narrative:
A partial lead with the distal tip measuring 48.2cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.5-13.2cm from the distal tip. Internal insulation abrasion was noted at 7.1-8.2cm, 12.3-12.7cm, 13.5-14.3cm, and 29.2-29.8cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 6.0-6.1cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 20.7-20.8cm, 22.9-23.0cm, and 23.9-24.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that through remote transmission, low, out of range high voltage lead impedance was observed. The device was reprogrammed and the patient was scheduled for a lead replacement procedure. The asymptomatic patient was doing fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that externalized conductors were observed. The lead was explanted and replaced. The patient tolerated the procedure well.